Event description:
The initial reporter questioned the results for multiple patient samples tested for urea/bun on a cobas 8000 c702 module. The following are examples of discrepant results for 12 patient samples. Patient 1 initial result was 7 mmol/l. The repeat result was 2.2 mmol/l. Patient 2 initial result was 19.3 mmol/l. The repeat result was 0.9 mmol/l. Patient 3 initial result was 7.1 mmol/l. The repeat result was 2.8 mmol/l. Patient 4 initial result was 10.8 mmol/l. The repeat result was 3.5 mmol/l. Patient 5 initial result was 6.9 mmol/l. The repeat result was 1.5 mmol/l. Patient 6 initial result was 9.8 mmol/l. The repeat result was 3.9 mmol/l. Patient 7 initial result was 7.1 mmol/l. The repeat result was 0.6 mmol/l. Patient 8 initial result was 8 mmol/l. The repeat result was 2.9 mmol/l. Patient 9 initial result was 8.9 mmol/l. The repeat result was 1.8 mmol/l. Patient 10 initial result was 7 mmol/l. The repeat result was 0.8 mmol/l. Patient 11 initial result was 7.1 mmol/l. The repeat result was 1.3 mmol/l. Patient 12 initial result was 13.1 mmol/l. The repeat result was 3.8 mmol/l.

Manufacturer narrative:
The c702 module serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The reagent lot number was 867715 with an expiration date of 31-jan-2026. The field service engineer (fse) performed preventive service maintenance actions, and the customer had no further issues. The investigation determined that the service actions resolved the issue. The specific cause of the event could not be determined.